Manufacturer narrative:
Sent 05/19/1999. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon could not remove the device after firing. The surgeon was able to finally remove the device. There was no pt consequence. Additional info rec'd on 12/11/1997. It was stated by the affiliate that the device was removed by the surgeon pulling on the device.